Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service representative (fsr) resolved the issue by replacing a leaking stat syringe assembly. A blood clot was also observed on the side of the stat pipettor wash cup. No additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that a positive architect stat high sensitive troponin-I result of 44 ng/l was reported for a female patient (sid (B)(6) with chest pain on (B)(6) 2022 at 07:16 a.m. The cardiac clinician questioned the positive result. A new sample was drawn at 07:45 a.m. (Sid (B)(6) and the result was negative at <2.0 ng/l. A new sample was drawn at 10:22 a.m. (Sid (B)(6) and the result was negative at <2.0 ng/l. The initial sample was retested and the result was negative at <2.0 ng/l. The customer uses a reference range of 0 - 17 ng/l for female patients. No impact to patient management was reported.